Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the aquabeam robotic system generated an "e13¿console error" that could not be cleared. The issue could not be resolved despite troubleshooting attempts, and the procedure was ultimately aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H6. Adverse event problem. Component code: (4756) appropriate term/code not available. Per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam console was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam console without success. The treatment log files were reviewed and found that e13 errors occurred, confirming the reported failure; however, the root cause could not be established as the device was not returned. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam console/lot number 24c01665 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The user manual um0104-00 rev. G, aquabeam robotic system user manual, was reviewed. E13 ¿ console error release foot pedal and click x. If error persists, turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.